Event description:
The customer reported that during a thyroidectomy, an end tone, indicating a complete seal cycle, was provided by the generator. After the issue had been cut, bleeding was noted by the surgeon. The amount of blood loss was not provided. Another instrument of the same type was opened and used to complete the procedure. There was no reported pt injury. The device was discarded after the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.